Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. A 2.25 x 12 synergy drug-eluting stent was advanced but failed to cross the lesion and the shaft was broken. No known patient complications were reported.